Event description:
Bayer case number: (B)(4). Pelvic inflammatory disease [pelvic inflammatory disease] pelvic pain female [pelvic pain female] prolonged heavy periods [prolonged heavy periods] back pain [back pain] migraines [migraine] fatigue [fatigue]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain female") and heavy menstrual bleeding ("prolonged heavy periods") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was effexor (venlafaxine hydrochloride) for anxiety since (B)(6) 2025. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 71 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required) and back pain ("back pain"). On (B)(6) 2018 she experienced pelvic inflammatory disease (seriousness criteria hospitalisation and intervention required) and pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2026. On unknown date she experienced migraine ("migraines") and fatigue ("fatigue"). The patient was treated with topiramate as well as surgery (hysterectomy on (B)(6) 2026). At the time of the report, the heavy menstrual bleeding, back pain and migraine were resolving and the pelvic inflammatory disease, pelvic pain and fatigue had not resolved. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, back pain, migraine, fatigue or pelvic inflammatory disease. The reporter commented: I have been going to the dr. With documented symptoms since 2020. After being hospitalized in may for pelvic inflammatory disease and continued symptoms we have decided the best course of action is to have a hysterectomy to remove essure and hopefully resolve symptoms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.